Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lv lead was dislodged. The lead was successfully explanted and a new lv lead was implanted. This lead was out of service. No additional adverse patient effects were reported.